Event description:
It was reported that an asymptomatic patient presented for routine follow up. The right ventricular lead exhibited noise reversion episodes. Intermittent noise was observed with isometrics and pocket manipulation. The patient would be brought back into clinic for evaluation.